Event description:
Procedure type: laparoscopically assisted vaginal hysterectomy. According to the reporter: when the clamp was closed, it was broken. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the patient cavity. No tissue was damaged. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).